Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath was prepared properly and used with a mapping catheter. When the physician inserted the farawave catheter and aspirated the sheath, many air bubbles were observed in the sheath shaft including an excessive amount of air bubbles in the aspiration syringe. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.